Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tg3720/06197493) for a thoracic aortic aneurysm repair. During the procedure, brachiocephalic artery-left common carotid artery-left subclavian artery bypass was performed. After the procedure, a brain infarction was revealed. On (B)(6) 2008, rehabilitations were implemented for the brain infarction. On (B)(6) 2008, images revealed the aneurysm diameter was 65.4 mm. On (B)(6) 2009, in six-month follow-up study, images revealed the aneurysm diameter was 71.5 mm. On (B)(6) 2012, the patient expired. The cause of death was unknown. No further information is available.